Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12june2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Every time the unit was powered on, it would go through an unknown restart. Battery is good and passed the test. Unit had an old style on/off switch and replaced the defective on/off switch with cable to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported error unknown restart. The device was not in use at the time of the reported event; therefore, there was no patient involvement.